Manufacturer narrative:
The reported complaint of a user advisory - ua45 (not at "home" position after power-on/restart) error message on the autopulse platform (serial # (B)(4)) was confirmed during functional testing and during archive data review. The investigation findings revealed that the root cause was due to the driveshaft not to be at home position in which likely attributed to user error. Unrelated to the reported complaint, a cracked front and bottom enclosure were observed on the ap platform during visual inspection. These types of physical damaged on the ap platform is characteristics of mishandling. The damaged enclosures were replaced. During archive data review, multiple ua45 error messages were observed on the event date. Thus, confirming the reported complaint. Initial functional testing could not be performed due to ua45 (not at "home" position after power-on/restart) displayed when the platform was powered on. Thus, confirming the reported complaint. To remedy the issue, the drive shaft was rotated back to home position by using the administrative menu. During re-evaluation, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The ap platform passed all functional tests and approved for clinical use. Historical records were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, customer reported that the autopulse platform (serial # (B)(4)) displayed a user advisory - ua45 (driveshaft not at "home" position after power-on/restart) error message upon powering on. Customer was unable to rotate the shaft back to "home" position. No patient involvement.